Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering because the issue persists even after changing the infusion set and place of insertion. Customer also reported bubbles in the tubing. Customer stated they experienced high blood glucose level and was treated with manual injection. Customer was experiencing symptoms such as fatigue. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.